Event description:
It was reported that this right atrial (ra) lead was surgically abandoned to poor slack on the lead, which was analyzed through x-ray. This led to high pacing thresholds and noise. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned to poor slack on the lead, which was analyzed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.